Manufacturer narrative:
Findings: pump received with intermittent button response and button error alarm due to corroded keypad traces. No backlights always on during test noted. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 143 mg/dl. The customer was able to clear the alarm but is stuck on the status screen and can't turn backlight off. The customer doesn't recall any significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.